Event description:
A programmer interfacing a host computer with a analyzer for a reference laboratory, encountered a problem with the interface specifications in the operators' and service manuals of the 1st analyzed instrument. Inquiry data coming from the 1st analyzer appears to be in the same format as that from another model analyzer and is in conflict with the 1st analyzer's service manual. There are discrepancies in how the analaysis data format is described e.g., "serial line printer" format or "text" format. No pt results were reported and interface of the analyzer is pending.